Event description:
This was a left-sided, cardiac lead removal case conducted in the operating room with both arterial line placement and fluoroscopy in use. The md prepped the leads with lld#2 and began lasing the first lead with a 14f sls, removing it with ease. Moving then to the passive fix bipolar ventricular pacing lead, lasing with the 14f sls, eventually upsizing to the 16f sls, resistance was met. After attempting to extract the lead with the sls, it was removed and extraction attempted with lld#2 only. This too was unsuccessful. At this point the md attempted to unlock the lead locking device from the cardiac lead and was ultimately unable to remove it from the lead. The decision was made at this point to cut both the lld and lead, capping and leaving them in place. The pt was not harmed during the procedure and will be monitored for any potential future complications resulting from the lld/lead abandonment. The product was used and performed as intended. The decision made by the physician to cut, cap and abandon the lld/lead was in the best interest of the pt. Attempts at obtaining lot information were unsuccessful, therefore no lhr review was possible.